Event description:
Customer reported that an alarm was triggered during the treatment and so, the pumps stopped. The users did not remember which alarm it was. Then, whereas the medical team was checking the catheter of the patient, the machine turned off (blank screen with probably an audible alarm). So, the medical team disconnected the patient, without blood restitution. After a short moment, the machine turned on, the screen displayed at this moment was in english language. Immediately after, the four pumps started to turn, like during the loading of the set. Consequently, some blood was projected in the yes of the two nurses who were near prisma.